Event description:
It was reported by the customer, "we have 4fr dual lumen PICC leaking around the suture wing and the hub." The original event indicated several events but the exact number was not provided at the time of the original report. During follow up with the customer, we received differentiating event and patient information. This MDR is being updated to address a single incident. Additional mdrs are being submitted to capture each distinct event. Additional information received: it was stated the device was secured with a statlock. Customer reports the patient had the PICC replaced.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 4fr d/l powerpicc provena catheter. Usage residues were observed throughout the sample. Needleless injection caps were attached to both luer adapters. Microscopic inspection of the sample did not reveal any damage or evidence of leakage. The molded joint and suture wings appeared well-formed and unremarkable. Attempts to infuse water through both luers with and without the injection caps revealed both lumens to be patent to infusion and aspiration with no observed leaks. No leaks were observed during pressurization of the sample. No leaks or damage were observed during functional and microscopic examination of the returned sample. Consequently this complaint is unconfirmed at this time. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of regu1638 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer, we have 4fr dual lumen PICC leaking around the suture wing and the hub." The original event indicated several events but the exact number was not provided at the time of the original report. During follow up with the customer, we received differentiating event and patient information. This MDR is being updated to address a single incident. Additional mdrs are being submitted to capture each distinct event. Additional information received: it was stated the device was secured with a statlock. Customer reports the patient had the PICC replaced.

Event description:
It was reported by the customer, we have 4fr dual lumen piccs that are leaking around the suture wing and the hub." The exact quantity of leaking piccs was not provided by the customer. No other information was provided.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.